Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the sensor insertion site was red and raised. The patient had contacted his physician on (B)(6) 2019. Concerning his elevated blood glucose and the insertion site redness. The patient was prescribed a 10-day course of antibiotics. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.